Manufacturer narrative:
E.1 initial reporter facility: (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the failed drawer required maintenance. A field service engineer only suggested a troubleshooting step involving a total station shutdown with power removal. The customer performed this action, and after doing so, they were able to recover the device and verify its functionality through the station app. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 4.1 drawer failed. Customer attempted to reboot to recover the storage space. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.